Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication pump to transmitter. The customer reported blood glucose value of 81 mg/dl. The customer reported hypoglycemia treated with glucose/carb intake. The event involved product(s) mmt-7911ww. 1st outcome: customer reported a loss of communication between the transmitter and the pump. 2nd outcome: customer reported a loss of communication between the transmitter and the pump. Communication was resolved after deleting xmtr serial number from pump and re-pairing. 3rd outcome: customer reports the transmitter did not blink when connected to the sensor. Transmitter was fully charged prior. Led light blinked when transmitter was disconnected from the charger and/or connected to tester but led light would not blink when connected to the sensor. 4th outcome: customer reported a loss of communication between the transmitter and the pump. Communication was resolved after deleting transmitter serial number from pump and re-pairing. 5th outcome: customer reported low bgs. 6th outcome: customer reported an out of box damage to sensor. No further patient complications were reported. No product return is required for mmt-7911ww.